Event description:
It was reported that the user remained disconnected from the ilet pump after a shower and the pump subsequently ran out of insulin while the user had not announced dinner, after which a full supply change was performed when blood glucose was around 400 mg/dl; the system then delivered corrective insulin and the glucose dropped to 43 mg/dl, with the user later adjusting the device time by one hour and receiving troubleshooting and education. Customer care provided support that included troubleshooting and education on infusion set and cartridge management and device use. Investigation of this case revealed user handling factors, including extended disconnection, running out of insulin, not announcing a meal, frequent use of the ¿less than¿ option, and device time adjustment. Symptoms included sweating and confusion associated with hypoglycemia. Outcomes included user treating the low and blood glucose returning to range without hospitalization. It was concluded that use-related factors contributed to the hyperglycemia followed by hypoglycemia, and that the device functioned as designed, delivering corrective insulin per algorithm once reconnected and supplied. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.